Event description:
Healthcare professional reported "implant that was difficult to remove from the plastic". Device not implanted. No patient contact occurred. A backup device was used.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "unable to get the inner packaging out".